Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had door failur due to a faulty latch. A field service engineer replaced the door latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the top tower door failed multiple times and not able to fix it. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. The customet stated that there was no prolong delay to patient care since the user was able to remove the medication from another station. There were no adverse events or injuries reported based on this event.